Event description:
It was reported that the patient stimulator is positioned slightly at an angle which may indicate that it had displaced from the pocket in the adipose tissue where it was originally placed, making it painful to touch and difficult to charge. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively.